Manufacturer narrative:
The device was returned to the MFR for repair. The device is 19 years old. The returned device was found to have damage to the front edge of the head, damaged to the 1" and 4" width plates, a dent on the handpiece by the poppet valve hole that interfered with the seal, and a dent in the hand piece front edge that could come in contact with the graft. The device was out of calibration at the zero setting (a non graft collection setting). None of these failures would have likely impacted the grafting ability. The device was repaired and returned to the customer. The cause of the reported issue is unk.

Event description:
It was reported that the zimmer air dermatome was being used in surgery, but had to be cancelled because of unit issues. Additional clinical follow up info on 9/13/2010 indicated that the dermatome was dragging on the skin and tearing it. The initial graft harvest was stopped and an additional graft was harvested by surgeon without the use of a dermatome.